Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Sorin reported that this lead was implanted ous but the patient is now in (B)(6) and this lead was capped in (B)(6) due to a fracture. There are no adverse patient events reported.